Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 500 mg/dl. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Reportedly, the customer changed the supplies to address the event and resumed insulin delivery.